Manufacturer narrative:
13aug2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. Once provided, a follow-up report will be submitted.

Event description:
The customer reported that a ventilator was getting an alarm led failed when powering on the unit. The device malfunction was reported to have been discovered during powering on the unit. However, because the details of when the issue was found are unknown the record will be documented as if the malfunction occurred during clinical use. We do not know if the device was being set up for clinical use or if there was a delay to patient therapy. Multiple attempts to gather this information failed. The device was evaluated by the customer and a philips remote service engineer (rse). Additional information was requested from the customer. The customer confirmed the reported issue by stating that a 1105 error code was found in the event log. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If more information becomes available, a follow up report will be submitted.